Event description:
It was reported that three days following implant, the patient was unable to feel or increase stimulation. Based on the icons, the neurostimulator appeared to be on, but each time the patient pressed the "+" key on the patient programmer, the neurostimulator off icon appeared. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Continued from concomitant medical products. Programmer model 37743 serial# unknown.

Event description:
Additional information received reported the patient was educated on using her implantable neurostimulator and she was "all set".